Manufacturer narrative:
The customer refused to return the power supply for testing/evaluation and customer service provided the customer with information regarding how to purchase a replacement power supply. The issue with a damaged rev n power supply for the pump in style device was addressed in investigation (B)(4), which was trended as part of the effectiveness check for(B)(4) , which found that the power supplies were being damaged during shipment from the manufacturer to medela. As a part of routine continuous improvement activities, the rev n power supply was replaced with a rev p power supply, manufactured under a revised design and by a different manufacturer.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her pump in style breast pump power supply had broken apart during storage.